Event description:
A caller reported an issue with touchscreen responsiveness, indicating that the pump screen was frozen and unresponsive to inputs. The customer's blood glucose level remained within normal range. Technical support provided instructions for resetting the pump, which resolved the issue, and assisted the customer with restarting their g7 sensor. The customer expressed confidence in reloading the cartridge independently, requiring no further assistance.